Event description:
Obtaining back-to-back blood glucose results of - 400 mg/dl and 130 mg/dl, while using the suspect device. Patient indicated that no action was taken based on the device results. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.